Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) (pn 1306085, rev. B) states: warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flowrate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 400 ml & flow rate: unk), (procedure: unk & cathplace: unk). Both units were reported to have the button stuck down. No troubleshooting was performed by facility, the units were just removed. No adverse event occurred. Date of event: (B)(6), 2011.